Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had difficulty pressing the wake button. Tandem technical support performed troubleshooting with the customer and the wake button was performing as expected. Customer's blood glucose was 246 mg/dl.